Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was additionally noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid data. The lead and device remain in use. No patient complications have been reported asa result of this event.